Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. No additional information provided.

Manufacturer narrative:
The device passed rewind test, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address, serial number label.